Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower and mid abdomen on (B)(6) 2020 using a cooladvantage coolcore applicator and possibly presented with paradoxical hyperplasia (ph) for a second time (post-surgery).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Treatment information from original complaint investigation [MFR report # 3007215625-2023-00183.

Manufacturer narrative:
Additional information: a3 and a6.

Event description:
No change to original description of event or problem. Processing has obtained patient details and will be added to MDR.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen and middle abdomen on (B)(6) 2020 using a cooladvantage coolcore applicator and possibly presented with paradoxical hyperplasia (ph) for a second time (post-surgery).

Manufacturer narrative:
Correction or additional information: a2, a3b, a4, a5, b3, b5, b7, e1, h6, h11. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Treatment information from original complaint investigation [MFR report # 3007215625-2023-00183].